Event description:
An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
On (B)(4) 2013, it was reported a handheld device (hhd) was not holding charge. The event had been occurred for a long while. When the hhd was plugged in, the power light would start as red and then change to green. When unplugged, the device would not stay on for very long without going black. The hhd and software flashcard were returned on (B)(6) 2013 and are pending analysis.